Event description:
An altitude alarm was triggered on the customer's pump. There was no reported impact on the customer's blood glucose level. Technical support instructed the customer to remove an obstruction from the speaker holes of the pump, gently clean them, and reconnect the pump's cartridge. After following these steps and waiting for a few minutes, insulin delivery was successfully resumed, and the alarm did not recur. The pump returned to normal operation, and the customer was given tips to prevent future altitude alarms.